Event description:
The device was used during a low anterior resection procedure. Reportedly the staples did not form properly. The surgeon applied another instrument and resected the tissue at the application site. The hospital has reported the pt's condition as satisfactory.